Manufacturer narrative:
Updates received that the display pin was not seating properly and the customer was able to resolve this. The root cause was traced to user-fault due to rough handling of the device.

Manufacturer narrative:
Vyaire file identification: (B)(4). The investigation is ongoing and the root cause of the reported event has not yet been identified

Event description:
Customer reported that the screen on the unit was not working. It was also identified that the blower on this unit is faulty due to overheating and the electronic components look good. The event did not occur during clinical use, so no patient is involved.